Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: failure to deploy thumb advancer time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The device was removed by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was available.